Event description:
The pacemaker involved in this MDR was implanted on (B)(6) 2010. Upon interrogation of the device (post implant check performed just after the implantation that day), the pacemaker was re-initialized. Palpitations were reported by the patient post implant on the same day. The physician observed episodes of atrial arrhythmia with fast ventricular tracking by the pacemaker (this was observed on the external ECG monitoring of the hospital, no recordings were provided for review). An extensive follow-up of the device was performed the day after ((B)(6) 2010). Reportedly, some recorded episodes (switches from aai to ddd) were in appropriately labeled as avb episodes; further analysis of these episodes (atrial tachycardia with spontaneous n:1 av conduction) confirmed the inappropriate switches from aai to ddd resulting in fast ventricular pacing, as reported. The pacemaker was reprogrammed to ddi mode.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.